Event description:
The reporter contacted animas on (B)(6) 2015 alleging history settings (remaining insulin reading) issue. The reporter stated that the remaining insulin reading was showing less than the amount in the cartridge. This complaint is not being reported because pump will alarm prior to a low cartridge and the alleged issue said to be an annoyance or inconvenience; there was no allegation that the alarm could not be detected by the user. The reporter stated that the patient had a blood glucose (bg) of 320mg/dl with difficulty waking, polyuria and polydipsia. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.